Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had a high blood glucose value of 26.6 mmol/l. Customer's other blood glucose value was 19.9 mmol/l. Based on customer report customer does not allege pump was under delivering. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer received post-reset ram crc alarm. The device was not expected to be returned for analysis.